Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found that it had a broken connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's desktop charger (dtc) connector pin was bent and that as a result they were unable to charge the ins recharger (insr). The patient was therefor unable to charge the ins and it depleted. The patient experienced a loss of therapy and pain. The patient noted that they have been walking around so the pain level is pretty good but when they sit too long it 'will be a little hard, like when they got up that morning.' A new dtc was sent to the patient and this resolved the issue. No further complications were reported.